Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient developed pain at the pocket site and also had difficulty charging the device due to implant dept and also gaining weight recently. As such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.